Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a high temperature. There was no involvement.

Manufacturer narrative:
D9: date returned to mfg.: 5/2/2025. H3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿high temperature¿ was confirmed by functional testing. The cause was the pump was over heating while trying to circulate the water. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.